Event description:
Per the clinic, it was reported that a tip-folder over of the electrode array was discovered during initial implantation. Subsequently, the surgical wound was re-opened in order to correct the device position, resulting in a pro-longed surgical time under general anesthesia. There was no report of patient injury associated with this event.